Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on literature review of the following publication from the journal of invasive cardiology 2013; 25:e93-e95): "a coronary pseudoaneurysm within a restenotic stent treated by implantation of a pericardium-covered stent and drug-eluting balloon." It was reported that an unspecified jostent graftmaster covered stent had low trackability due to the bulky profile produced by its sandwich-like structure and due to vessel tortuosity, which resulted in a failure to cross and failure to treat an existing perforation in the mid left anterior descending coronary artery. A bare metal stent was deployed, followed by prolonged balloon inflations and protamine drug administration, sealing the perforation. There was no fatality. The patient was discharged in good condition, without bleeding related complications. No additional information was provided.